Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) contacted the customer and confirmed the reported malfunction. After receiving the log, it is found that a potential software malfunction. An onsite inspection, field service engineer (fse) did standard restart which did not resolve the problem. To resolve the issue, the fse reloaded the system software version. After reloading the system software, the system was returned to use in good working. The codes were updated based on the investigation outcome.